Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - 2011. Device code - ni. Expiration date - ni. Date implanted - 2010. Date explanted - 2011. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 5 of 10 mdrs filed for the same event (reference 1825034-2015-00083 / 2015-00082 / 2015-00092 / 2015-00084 / 2016-01722 / 2016-01703 / 2016-01704 / 2016-01705 / 2016-01707 / 2016-01708). Product location unknown.

Event description:
It was reported by the patient that the patient underwent a right knee revision procedure approximately twelve (12) months post-implantation due to unknown reasons. During the procedure, cement spacers were implanted. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.